Event description:
It was reported the customer alleged they had an issue with the item bursting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
No new information.

Manufacturer narrative:
It is unknown if the product met specifications as the product was not returned for evaluation.